Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
The customer reported that the drain broke into two pieces when being removed. When the doctor pulled the drain out in his office the clear tube that plugs into the bulb came loose from the flat white drain piece. Then when that happen the patient had to come over to the hospital and have surgery. They had to put the patient to sleep and cut the patient back open to go in and get the rest of the drain out. The second surgery to remove broken drain was one week post-op. Anatomical location of the drain inside patient was the abdomen. A new drain was not required. The retained piece was retrieved. The patient has had no further complications.